Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad) in 2004, it was reported by the vad coordinator that while the patient was being placed on the pneumatic back up using a drive console and stroke volume limiter (svl), it was noted that the deaphragm in the svl was not moving air through to the pump. The hospital staff attempted to vent the svl twic without any results and did not note any air blowing out of end of svl. The patient was hand pumped and then put on a backup svl without any further problems. The device is being sent to the manufacturer for analysis. The patient remains stable and on pneumatic support.